Event description:
Four hours after undergoing an undisclosed procedure, the pt experienced a thrombotic event with the enterprise stent. The course of treatment in not known, but the received info indicated the pt is doing "okay" without any side effect because of the event.

Manufacturer narrative:
The pt received 75 mg of clopidogrel and 300 mg of aspirin, 72 hours before procedure. During the procedure the pt received heparin: initial dose of 5000 iu at puncture and 1500 iu 1 hours later. Post procedure, the pt received 50- 70 iu heparin. The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.